Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that she and her 3 year old daughter had been using vicks vapopads (vsp30fp) with the vul565 device approximately 3-4 months ago. She stated that both experienced significant respiratory harm, including persistent coughing, throat irritation, and nighttime breathing difficulty, which required repeated medical visits, prescription medications, and inhalation therapy. The consumer alleges that the use of vapopads contributed to their respiratory issues and provided information that they were prescribed albuterol inhaler, albuterol nebulizer treatments, fluticasone (inhaled corticosteroid), optichamber pediatric mask, and benzonatate for persistent cough. The consumer did not provide an exact incident date of illness or doctor's visits. The consumer further reported that symptoms improved only after discontinuation of both the humidifier and the vapopads. Kaz USA, inc. Has requested that the product be returned to our company for testing.